Event description:
The patient tested his blood glucose on suspect device and was 221 mg/dl at 7:30 am. He took normal amount of insulin. At 12:15 pm he became ill and incoherent. Called the paramedics and when they arrived his blood glucose was tested on their device and it was 35 mg/dl. He was treated with a saline IV and orange juice and taken to the hosp.